Event description:
It was reported that there was a lead warning for both the right atrial and right ventricular leads for oversensing. Both the atrial and ventricular leads also had low pacing impedance and visible insulation gaps. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a lead warning for both the right atrial and right ventricular leads for oversensing. Both leads also had visible insulation gaps. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation was breached from a clavicle-rib crush, the outer insulation was breached from a clavicle-rib crush, the inner insulation was kinked/buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched. (B)(4) the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation was breached from a clavicle-rib crush, the outer insulation was breached from a clavicle-rib crush, the inner insulation was kinked/buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched. (B)(4) proximal conductor fractured (B)(4) full lead in segments (B)(4) proximal conductor fractured (B)(4) full lead

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation was breached from a clavicle-rib crush, the outer insulation was breached from a clavicle-rib crush, the inner insulation was kinked/buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched. (B)(4) the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation was breached from a clavicle-rib crush, the outer insulation was breached from a clavicle-rib crush, the inner insulation was kinked/buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched.